Manufacturer narrative:
We have not received the product for investigation. A picture was submitted by mail. Results regarding the submitted complaint of "ruptured catheter", we are unable to make any detailed statements as the product was not submitted to us for investigation. Without a product, an investigation on our part is not possible. In order to be able to close the case, we reviewed the traceability records of the named device. Based on the product information available to us, we can show that no deviations occurred during the manufacturing and shipping process. The product has been prepared and approved for shipping according to our documented processes. The characteristic values corresponded to the given specifications. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Manufacturing evaluation: we received the shunt system in the original packaging. The shunt was manufactured by a qualified employee. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. Optical inspection - the visual inspection has shown evident imprints on the sterile bag, perhaps caused by too powerful use of the adjust tool. The measurement on the parallelism also confirmed that the housing membrane was deformed. A permeability test was not necessary. Braking force and function test - the investigation of the braking force has resulted in damage to the brake function. Subsequently, it cannot be further investigated. Adjustment test - this cannot be performed or adjusted, due to the brake function damage. Results - from our point of view there is no failure detectable with the valve at the time of delivery. When adjusting a valve pre-operatively through the packaging, a moderate force with the adjustment tool is sufficient. Do not use the button. Strong pressure can cause damage to the housing, which might affect the valve function. It is important to position the adjustment tool in the center of the valve. Please keep the tool in a right angle to the top of the valve. Normally not very much power is necessary to adjust. For pre-operative adjustments we recommend the use of the progav checkmate. Further actions - no further actions required.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Product initially implanted (B)(6) 2019, exact date not provided. Actual product will not be returned as it remains implanted. Photograph provided with initial report from customer. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the initial shunt surgery was performed in (B)(6) 2019, exact date not provided. Later, the catheter between the progav 2.0 valve and the shunt assistant "came off''. As a result, the doctor performed "ligature" of catheter again and "indwelling the valve" on (B)(6) 2019. No associated patient complications are reported. The product continued to be used in the patient. A photo was provided by the customer.